Event description:
As reported on (B)(6) 2012; a patient with cardiac failure was on cardiac ECMO for 10 days. The oxygenator used with the centrifugal pump was logged as not oxygenating. The perfusionist stated they were running 101, 100% fio2, po2 24 into the oxygenator and po2 40 out of the oxygenator. The patient was participating in a (B)(6) trial. The drug has a reported history of causing heart failure. On (B)(6) 2012, the sales representative reported - the patient had died on (B)(6) 2012, after the initial complaint had been made. The perfusionist had removed the patient from the oxygenator on (B)(6) 2012, due to the patients condition. The sales representative indicated that the perfusionist did not blame the oxygenator, but rather the condition of the patient. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. No performance testing was executed in the laboratory because of (B)(6) risk. The investigation is on-going and a supplemental medwatch will be provided if new information becomes available. Additional information from the importer report: the device was returned to the factory for evaluation.